Event description:
On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient turned off the stimulator using the magnet prior to attending a doctor's appointment. After the appointment, the patient reported being unable to turn the stimulator back on. The device also failed to communicate with the programmer and charger. The clinical specialist met with the patient and confirmed that 2 chargers and the patient's programmer would not communicate with the ipg. The specialist tried several troubleshooting techniques to no avail. On (B)(6) 2010, the device was explanted.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.